Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-05-12: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6) 2023. The information was provided that the patient suffered progressive anemia with need for transfusion of blood products." Complaint ID# (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on 2023-05-12: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on 2023-03-26. The information was provided that the patient suffered progressive anemia with a need for transfusion of blood products." On (B)(6) 2023, the information from the customer was received that neither the cardiohelp, hls cannulas nor the hls set were involved in this incident. There was no failure on the products. The hls set was discarded by the customer. The event that occurred was a hematoma caused by peripheral ECMO cannulation. The patient underwent a transfusion and later the ECMO was withdrawn. According to the customer the patient is in perfect condition. Based on the available information the reported event " patient suffered progressive anemia with a need for transfusion of blood products." Could be confirmed, but was not related to a device malfunction. This complaint was found in the database of customer complaints as a single event (timeframe from 2022-03-21 till 2023-03-21). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text: hls set was discarded by customer.